Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to an olympus repair center in china. According to the repair history the repair center found a failure of a video connector socket. The device has been repaired. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. The operation manual of the subject device has already warns following: do not touch the electrical contacts inside the video system center¿s connectors. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an otorhinolaryngology examination procedure with the subject device at the user facility, it was found that the image of the subject device was not displayed occasionally. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated.